Manufacturer narrative:
(B)(4).

Event description:
It was reported ((B)(6)) during the patient's 2nd stage of the drg implant procedure, the original implanted lead had migrated. The lead was explanted and replaced with a new lead. Stimulation therapy was reportedly restored postoperative.